Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin irritation under where the lifevest covers her body. There is no alleged device malfunction. The patient was in the hospital and was given medication for the skin irritation. Follow-up indicated that the skin irritation was healed.